Event description:
It was reported that when the provider aspirated the pump during a refill procedure, brownish fluid was aspirated. It was noted the patient had been on coumadin in the past. The patient felt 'little relief' from spasticity and requested the pump be removed. The pump was thought to have been implanted about one year prior to this report date. The pump was explanted and it was stated that it was unknown if the 'brown fluid' was still present in pump. The drug contained in the pump at the time of the event was unknown. (B)(4).

Manufacturer narrative:
(B)(4).